Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to claim no audio output on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available. The complaint device was not returned for investigation. It was reported that the receiver had been dropped and ran over by the lawn mower. It should be noted that the dexcom g4 platinum (pediatric) continuous glucose monitoring system user guide states under maintenance: do not spill fluid on the receiver or submerge the receiver in liquid. Keep the receiver in its carrying case or otherwise protected. However, the reported event cannot be confirmed and a root cause cannot be determined.